Event description:
Genital numbness, loss of libido, emotional blunting, anhedonia, cognitive dysfunction, memory issues, dpdr, fatigue, dysautonomia, vision loss, visual snow, weight loss (pssd) medrha code - 10086208. Inserted (B)(6) 2024, activated on (B)(6) 2024.